Event description:
It was reported that a thrombus was present on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and 33mm watchman laa closure device & delivery system (wds) were used. After crossing the septum with the was the physician noted that there was a thrombus on the sheath. The physician administered more heparin and the thrombus dissolved. The procedure was continued and the closure device was successfully implanted in the laa of the patient. There were no other complications and the patient was unaffected by the thrombus. The patient is doing fine and has since been discharged.